Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the splitting of the sheath, the vessel closure wings pulled through the artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Loss of access can occur due to a number of factors including, but not limited to failure to complete plunger stroke or applying excessive tension against the locator wings. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis.